Event description:
It was reported that the attachment overheated during a marketing event. This did not occur during a surgical procedure, so there was no pt involvement. There were also no adverse consequences reported as a result of this event.

Manufacturer narrative:
The attachment was received at the MFR for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the failure of the attachment was most likely caused by debris build up into the attachment during use. The front of the attachment has a gap between the bur pilot and the outer housing, which has the potential to allow debris to enter the attachment. Once enough debris builds up in an attachment, it may start to corrode the components, including the bearings, and then not work properly, or the debris can physically bind up the attachment. The attachment was scrapped.